Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away due to thrombosis.

Manufacturer narrative:
Section h6 health effect - clinical code: "2654 - thromboembolism" corrected to "4440 - thrombosis/thrombus" manufacturer's investigation conclusion: the report of pump thrombosis could not be confirmed through this evaluation. Review of the submitted log file confirmed low flow alarms; however, a correlation to the reported thrombosis could not be determined as no product, scans, or images were submitted for evaluation. The submitted log file contained data from on (B)(6) 2021 that confirmed persistent low flow alarms. There were no other notable findings. The account reported that the patient was having low flow alarms. It was later communicated that the patient expired on (B)(6) 2021 due to pump thrombosis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate ii left ventricular assist system (lvas), serial number: (B)(6), was not returned for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii lvas instructions for use (IFU) is currently available. Section 1 "introduction" lists the adverse events that may be associated with use of the heartmate ii left ventricular assist system, including device thrombosis. It also provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters, describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 also cautions that physiological factors that affect the filling of the pump result in reduced pump flows as long as the condition persists. It also outlines indications of thrombus and how to respond to such events. This section also provides information on anticoagulation, including recommended international normalized ratio (inr) values. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook is currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review and technical services observed low flow events on (B)(6) 2021.